Manufacturer narrative:
Model number/catalog number 72400024, serial number (B)(4), batch/lot number 404137005 model/catalog description balloon, fgs. Model number/catalog number 72400098, serial number (B)(4), batch/lot number 400163005, model/catalog description control pump fgs.

Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient experienced recurring incontinence due to atrophy. No problems were noted with the device. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.